Manufacturer narrative:
This incident meets the reporting criteria of a FDA MDR report based on intervention carried out (pta-poba performed) as a result of the occurrence of restenosis while a zilver ptx stent was indwelling. The zilver ptx device involved in this complaint was implanted in the patient; therefore, a not available for evaluation. With the information provided, a document based investigation was carried out. Images were not available to support the complaint investigation. A review of the manufacturing records revealed no discrepancies related to thos complaint issue. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Since there are no images available for review, there is no evidence to suggest that re-stenosis did not occur; therefore, the complaint is confirmed based on customer testimony. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. Restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Quality engineering assessed the complaint and the risk has been determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On (B)(6) 2012, three zilver ptx stents were placed in the left distal sfa; 2 x ziv6-35-125-6.0-120-ptx and 1 x ziv6-35-125-6.3-60-ptx. On (B)(6) 2014, restenosis was confirmed in one of the ziv6-35-125-6.2-120-ptx placed in the middle of three stents. Pta (poba) was performed in the restenosed stent. The patient recovered on (B)(6) 2014.